Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000180575.

Event description:
It was reported that one of the leads migrated into the anterior part of the space causing pain in the patient¿s left leg. As a result, surgical intervention was undertaken on (B)(6) 2026 where the affected lead was cut and the distal end was removed from the epidural space. The remaining portion of the lead [related manufacturer reference number: 3006705815-2026-03289] was left attached to the ipg with the remaining portion kept in the midline incision. It cannot be determined which lead contributed to the event.